Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarms and resolved the issue by sending a replacement pump with updated software. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged the instructions provided.